Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient was admitted to the hospital due to an infection at lead insertion site. MRI imaging was also done. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
A patient was admitted to the hospital due to an infection at lead insertion site was reported to abbott. MRI imaging was also done. Surgical intervention was undertaken wherein the system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.